Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The insulin pump trace download analysis confirmed the pump alarmed battery power error due to a connector resistance issue. No unexpected low battery alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that power error was detected. Blood glucose was 143 mg/dl. Troubleshooting was performed. Customer reported insulin pump has not been exposed to temperatures. Customer reported that power error was recurred again. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.